Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred on (B)(6) of an unknown year and involved a plum set. The customer reported the tubing end leaking when administering a chemotherapy drugs. No other information was provided.